Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894022 and gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. Five days after being admitted to the hospital, the pt was discharged. On an unreported date, the dianeal and extraneal therapies were withdrawn. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.